Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that on multiple occurrences, the pump reset unexpectedly. The customer reloaded the cartridge successfully. The customer's blood glucose level was 358 mg/dl, and was addressed by delivering a correction bolus. Reportedly the customer would continue to use the pump for insulin therapy, and if needed, has manual injections available as alternate insulin therapy.